Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information the cause of the reported thrombus cannot be determined. The reported thrombus as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. The reported medical intervention is the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a thrombus requiring intervention. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3-4. It was noted that after dilator removal from the steerable guide catheter (sgc), a thrombus was found in the sgc. The sgc and dilator assembly were removed, cleaned, and prepared again for use. The procedure was completed without further reported complication, and the mr was reduced to grade 1-2. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.